Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got pushed off of the road by some kids who were drinking and driving; the insulin pump got wet as a result. The customer could hardly open the battery compartment. The customer believed that the device was not delivering insulin due to her recent high blood glucose values. No products were returned or replaced.